Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's husband reported via phone call that they were hospitalized due to hyperglycemia. The customer¿s blood glucose level was unknown at the time of the incident. Current blood glucose level unknown. They stated that they received a new insulin pump and wanted to program it. Unable to troubleshoot for high blood glucose and hospitalization. The device will not be returned for analysis.